Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that failed its self-test. It is unknown if there was patient involvement during this event, however no health consequences or impact have been reported.